Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported sys error 105 was confirmed through review of the event history log. Physical inspection also found a seizing motor which was determined to be the cause of this error message. The motor was replaced.

Event description:
It was reported a spectrum pump had sys error 105. It was also reported there was no pt injury.